Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard disk drive was replaced and the software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not save images. No pt injury was reported.